Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture while in recovery following initial implant. A revision procedure was performed wherein the lead was successfully repositioned with satisfactory measurements. No adverse patient effects were reported as a result of the reported loss of capture or revision procedure. This lead remains in service.